Manufacturer narrative:
Evaluation summary: post marketing vigilance led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends, and an evaluation of the returned device. The circular and envelope seals in the trocar assembly were intact. The spring grip was broken. The trocar passed an air leak test. Based on the evaluation, it was determined that the device met manufacturing specifications, but that an opportunity to improve the device to align with customer expectations was identified during this investigation. Replication of the secondary condition is due to an insufficient weld retention force due to the dimensions of the energy directors. This issue has been brought to the attention of the appropriate manufacturing personnel and a product enhancement has been initiated to better align product performance with customer expectations. This failure mode and/ complaint mode has been identified as a trend and a process enhancement has been implemented. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the trocar broke when the doctor tried to insert it. Product was not used on patient.

Manufacturer narrative:
Additional information received from the account.

Event description:
Additional information received from the account: the top part of obturator and threaded anchor broke.